Event description:
It was reported that on 11/23/05, the patient was found down at home by family. The patient had a vt (ventricular tachycardia) episode, as determined by the paramedic report. Interrogation of the device at that time showed device was at eol (end of life) and that eri (elective replacement indicators) had occurred 7/30/04. Further evaluation of the device indicates the device was programmed for vf only, at 200ms (a fast vf), therefore, the episode in november was not detected by the device. The follow-up interrogation on november 23, shows the battery voltage was 2.44v - well below eol (which is 2.55v). On december 7, 2005, the device could not be interrogated. This is attributed to the low battery voltage, as a result of the device history. Also, noted in the follow-up information is that the patient was lost to follow-up prior to the event. A new device was implanted without event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: analysis found normal battery depletion.